Event description:
The customer reported of a "battery low; led lit error". There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Follow up report will be submitted once the investigation is complete.